Manufacturer narrative:
(B)(4) follow up. It was reported the seal disconnects from the plunger when the plunger is drawn. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show two syringes with the rubber stopper at the bottom of the syringe barrel. The plunger rod is pulled back and out of the rubber stopper. No other defects or imperfections were observed. It could be possible the customer is not using the product as intended. This product is designed for pushing the plunger rod down to expel the saline solution. After, the unit should be disposed. The product is not designed for pulling the plunger rod back. A device history record review was completed for provided material number 306546, lot 4115206. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
Any adverse event or serious injury reported to patient or healthcare professional? No injury to rns or patient. Material: 306546. Batch#: 4115206. It was reported by the customer that the seal disconnects from the plunger when the plunger is drawn. The seal screws onto the plunger & it seems that the vacuum created upon drawing the plunger overwhelms the seal threads. Verbatim: rcc received a complaint via email. I¿ve had multiple reports of faulty bd 306546 (.9% sodium chloride injection, usp). In each incident, the seal disconnects from the plunger when the plunger is drawn. The seal screws onto the plunger & it seems that the vacuum created upon drawing the plunger overwhelms the seal threads. Item # 306546. Lot # 4115206. What do I need to file a formal investigation? Thank you, xxxxxx additional info: 1. Kindly provide the date of event. The first event occurred on 7/10/24, the second event occurred on 7/22/24. 2. Kindly confirm any physical sample if available for investigation? We have two samples available. 3. Any adverse event or serious injury reported to patient or healthcare professional? No injury to rns or patient.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 306546, batch#: 4115206. It was reported by the customer that the seal disconnects from the plunger when the plunger is drawn. The seal screws onto the plunger & it seems that the vacuum created upon drawing the plunger overwhelms the seal threads.